Event description:
The customer reported that his bg's went low (37mg/dl) and as a result required medical attention from an ems. He mentioned that he had bumped the pod on his desk and wondered if that could have caused the pod to over-deliver insulin. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to an over-delivery of insulin. No problem found in the returned device. It is unknown why the user experienced low bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.